Event description:
It has been reported to philips that wireless foot switch was not working. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. A philips service engineer inspected the system on site and reconnected/reseated the footswitch properly and then it started functioning properly. Philips has continued to investigate the compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (fse) inspected and confirmed that the wired footswitch was not working. Upon troubleshooting, remote service engineer((rse) instructed the customer to remove the footswitch connection and reconnect. After reconnecting the wired footswitch the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.